Manufacturer narrative:
Intuitive surgical, inc. (Isi) 6mm monopolar curved scissors to perform failure analysis. The 6mm monopolar curved scissors instrument was analyzed and found to have a sheath distal coextrusion lodged at the tube adapter. Additional observation not reported by site: the instrument was found to have abrasions on the tube adapter.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 6mm monopolar curved scissors instrument sheath had a part that appeared to be from the previous use remained attached and could not be removed. The instrument was removed and replaced with a backup. Following this, the user continued with the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.